Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two cellulitis incidents at the cannula insertion site event on (B)(6) 2026. The patient stated that the first cellulitis incident occurred after removal of the cannula, during which the insertion site leaked medication. The patient then took a hot shower and directed the water stream onto the open insertion site and later found that bacterial coliform in water. The patient reported that the second cellulitis incident occurred when replacing an empty syringe with a filled syringe while travelling on a public bus. No further information available.